Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a post-operative hematoma, and subsequent hypotension, with possible atrial perforation during their scheduled hematoma drainage procedure, which was ultimately converted to an unscheduled right atrial (ra) lead replacement procedure. The patient was scheduled for hematoma drainage, approximately two weeks post implantable pulse generator (ipg) change out. During the drainage procedure, the right atrial (ra) lead was accidentally cut by electrocautery and the ra lead subsequently exhibited no impedance, no sensing and no pacing. The ra lead was capped and replaced. The replacement ra lead was implanted and the patient became hypotensive. The replacement ra lead exhibited high and undefined impedance. This replacement ra lead was attempted/not used and replaced. The physician thought the perforation had occurred due to the impedance value but this was not confirmed on echocardiogram (echo). No further patient complications have been reported as a result of this event.